Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated and repaired the device onsite. Vyaire medical was unable to established the exact root cause but it is most likely due to mainboard - blower controlling hardware. It is likely a lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time but a vyaire field service representative(fsr) evaluated the device onsite and confirmed that the unit was running patch 14 version and updated to 19, replaced the main board, changed to moog blower and completed all calibrations. The unit passed all test and runs according to its specs. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported broken bellavista1000 ventilator having error code 401-inspiration valve or device leaky and alarm 316 - blower failure prior use. Furthermore, there was no patient involvement associated with the event.